Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision near and +2 residual refractive error. The iol was exchanged for another lens model following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. As per the surgeons opinion the suspect product is not an intraocular lens (iol). The manufacturer internal reference number is: (B)(4).